Event description:
Ous MDR - after an implantation time of about 48 months, an increase in the pacing threshold was reported. In addition, twitching in connection with ventricular pacing, an increase in dizziness under aair pacing, and hemosiderin deposits under the insulation were reported. The lead was explanted, and a new rv lead was implanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, the insulation was found to be damaged due to fraying in the distal area of the lead body, especially in the valve plane. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the abrasion lead to the assumption of excessive mechanical stress on the lead in the area of the valve plane. X-ray images or diagnostic image of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.